Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight not available for reporting. Additional product code: hrs. (B)(4). Lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a 2.4mm cortex screw self-tapping with t8 stardrive recess 22mm broke off during an unknown procedure on (B)(6) 2017. Surgeon was applying excessive stress on the screw head, so it broke off. The screw shaft remains embedded in patient bone, the broken screw head was removed. No other fragments were generated. The procedure was successfully completed without any surgical delay and the patient was in the stable condition. Concomitant devices reported: screwdriver (part number unknown, lot number unknown, quantity unknown), plate (part number unknown, lot number unknown, quantity unknown) this report is for one (1) 2.4mm cortex screw self-tapping with t8 stardrive recess 22mm this is report 1 of 1 for (B)(4).